Event description:
During the procedure, there was inflation difficulty with the palmaz stent delivery system (sds). The target lesion was located in the left subclavian. The lesion was described as mildly calcified. The reference vessel was mildly tortuous. A palmaz stent was delivered to the target lesion and pressure was applied with an unknown indeflator; however, it did not increase at all. The connection between the device and the indeflator was inspected and no leakage was not observed. Once the indeflator was disconnected and pressurized without the device, the pressure could be increased. A different palmaz was used to successfully complete the procedure without any other issues. There was no adverse event and the patient was in stable condition. The product will be returned for analysis. The device was stored per the instructions for used. There was no damage noted with the packaging or the device prior to use. The device prepped normally. The contrast media used was unknown. The contrast to saline ratio was unknown. It was possible that the same indeflator was successfully used with other devices.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel and unspecified procedure. Reportedly, a suture break occurred. The device was removed uneventfully and the method of how hemostasis was achieved was not reported. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the plunger, link, needles and cuffs were not returned with the device for evaluation resulting in the scope of the investigation being limited. Evaluation of the returned suture found that the knot was properly formed and the rail suture end was cut with the device cutter. This is indicative of successful needle deployment and suture retrieval. The suture loop was found to be broken which is consistent with applying excessive pressure to the suture while delivering the suture knot to the arterial surface. Based on the investigation findings, the probable root cause for the suture loop break while advancing the knot is related to the operational context in the use of the device. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.